Event description:
It was reported that during a stenting treatment procedure, the stent dislodged and fractured. In (B)(6) 2012, a non-bsc stent was implanted in the proximal right coronary artery (rca). In (B)(6) 2012, a second procedure treated the 90% stenosed target lesion located in the severely tortuous distal rca. Pre-dilation was performed with a 3.0x15mm nc non-bsc balloon. Next a 3.5x28mm promus element stent was advanced but got stuck in the previously implanted non-bsc stent located in the proximal rca. A snare was advanced to capture the 3.0x15mm promus element stent but the stent dislodged and became fractured into two pieces. The distal part of the dislodged stent was then implanted in the distal portion of the proximal rca. The proximal portion of the dislodged stent was "squashed" to the blood vessel wall in the proximal rca with the implant of a 3.5x28mm non-bsc stent. The distal rca was then addressed and treated with a nc non-bsc balloon to complete the procedure. There was no problem with the final blood flow. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was not on the balloon upon its return. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The stent was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found that the hypotube had kinked approximately at 240mm and 910mm distal from the catheter's strain relief. Several smaller kinks were noted along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged and fractured. In (B)(6) 2012, a non-bsc stent was implanted in the proximal right coronary artery (rca). In (B)(6) 2012, a second procedure treated the 90% stenosed target lesion located in the severely tortuous distal rca. Pre-dilation was performed with a 3.0x15mm nc non-bsc balloon. Next a 3.5x28mm promus element stent was advanced but got stuck in the previously implanted non-bsc stent located in the proximal rca. A snare was advanced to capture the 3.0x15mm promus element stent but the stent dislodged and became fractured into two pieces. The distal part of the dislodged stent was then implanted in the distal portion of the proximal rca. The proximal portion of the dislodged stent was "squashed" to the blood vessel wall in the proximal rca with the implant of a 3.5x28mm non-bsc stent. The distal rca was then addressed and treated with a nc non-bsc balloon to complete the procedure. There was no problem with the final blood flow. No further patient complications were reported.